Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's previous ins was replaced with his current one after 5-6 years because towards the last 6-8 months he was having to charge it too often, every 4-5 days. The patient thought this was normal battery depletion. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and postlaminectomy pain.